Manufacturer narrative:
H3. Product analysis:¿ equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the rebar-18 micro catheter was returned for analysis within the inner pouch; inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the usable length of the rebar-18 micro catheter was measured to be within specifications. Upon visual inspection, no issues or irregularities were found with the rebar-18 micro catheter hub. The distal tip and marker band were found to be separated and missing. The outer and inner tubing material at the broken end exhibited with jagged edges and stretching. The inner elliptical wire at the distal broken end was found to be exposed. The catheter tubing proximal to the distal marker band appeared to be melted. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodge¿ was confirmed as a portion of the distal tip and marker band were found missing. The catheter tip was found to be damaged and melted. However, the cause for the separation and damages could not be determined. It is possible that the catheter tip got damaged during tip shaping. However, the heat source was used during shaping could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Per the our instructions for use (IFU): ¿use only a steam heat source to shape the catheter tip. Do not use other heat sources. Shape the catheter by holding the shaped portion approximately 1 inch (2.5cm not less than 1 cm) from the steam source for about 20 seconds. Do not exceed 30 seconds. Allow catheter tip to cool in air or saline prior to removing mandrel.¿ h6. Coding updated based on analysis results. Pertains to previously submitted reports with rr #: 2029214-2021-01598. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the outer skin of the tip of the rebar18 microcatheter fell off. The patient was being treated for an aneurysm. Vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 8mm. It was reported the devices were prepared according to the instructions for use (IFU).  The patient was planned to use sab-4-20 to assist the embolization of the aneurysm at the bifurcation of r-mca. Using navien as a support to the cavernous sinus segment, the microcatheter rebar18 was prepared for shaping and guided by the guidewire. When the steam shaping was started, it was found that the outer skin of the tip of the microcatheter fell off. The surgeon stated that the tube had quality problems and would not be charged for it, and requested to be replaced. Catheter crushed/kinked/damaged. No symptoms were reported.

Event description:
Additional information received reported confirmation that the coating of the rebar 18 tip fell off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.